Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, serial # (B)(4), implanted: (b)(46 2005, product type catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy. It was noted that the residual volume was greater than expected residual volume. It was reported that the actual residual was 12 ml and the expected residual volume was 5.8 ml. It was noted that the patient felt that the pump was not working. It was reported at the patient¿s last refill there was a volume discrepancy and the expected was 4 ml and the actual was 7 ml. It was noted that the patient¿s pump was being used to infuse an unknown drug. It was later reported that the patient¿s pump was being used to infuse hydromorphone. It was noted that the patient had more pain. It was reported that the cause of the volume discrepancy was unknown and no troubleshooting was performed. It was noted that the patient was to have a dye study performed on (B)(6) 2014. Additional information received reported that the patient¿s catheter dye study was performed. It was noted that the patient¿s healthcare professional (hcp) was able to draw out > 3 ml and used dye to track catheter. It was reported that the catheter tip was in good placement at t8. It was noted that a rotor study was also performed and no problems were observed. It was reported that the last refill on (B)(6) 2013 found the expected was 5.8 ml and the actual was 9.0 ml. It was noted that the refill on 2013-11-01 found the expected was 8.7 ml and the actual was 12.0 ml. It was reported that the refill on (B)(6) 2013 found the expected was 4.3 ml and the actual was 7 ml. It was noted that all three refill seem to be within normal limits for a 40 ml pump. It was later reported that the cause of the volume discrepancy was unknown. It was noted that the patient is doing well and receiving effective therapy at the time of report.

Manufacturer narrative:
Review of this MDR shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.